Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that a premature ventricular contraction (pvc) marker was displayed simultaneously with an atrial sensed - ventricular sensed marker. No changes or intervention were performed. There were no patient consequences.